Event description:
It was reported that arteriotomy closure of a mildly calcified common femoral artery was attempted using the proglide device after a coronary interventional procedure. Reportedly, there was no suture attached to the needles when the plunger was removed from the device body. The device was removed from the patient and a second proglide device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information. The proglide device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information and the manufacturing inspection criteria a definitive cause for the reported no suture attached to the needles during plunger removal and associated patient effects could not be determined; however, the patient mild calcification in the common femoral artery may have been a contributing factor. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.